Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider for a clinical study via a manufacturer representative. It was reported there was a return of symptoms due to a loss of efficacy on (B)(6) 2015 during normal use. The stimulation changed from 1.7 volts to 0.5 volts spontaneously and without reason. Reprogramming was done and the event resolved on (B)(6) 2015. The patient's relevant medical history includes fecal incontinence since 1993.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.